Event description:
The pump was returned for investigation. Investigation revealed that the display screen was faded and discolored. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the display screen was found to be faded and discolored. Unrelated to the complaint, the pump history showed a power on reset on (B)(6) 2013. Visual inspection of the pump revealed stripped threads in the battery cap and a cracked battery compartment. The battery cap was unable to seal properly and detached during testing and the pump powered off. Upon rebooting, the black box indicated that the pump time/date reset to factory default. Under evaluation, the internal battery was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).